Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. It was reported that the patient was found to be expired in the early morning on (B)(6) 2024 with low flow alarms. The cause of death was unknown. Review of the submitted log files confirmed transient low flow alarms in the morning on 01mar2024. Flow then decreased to 0 liters per minute (lpm) with a low flow alarm for the final approximately 2 hours of log file events in the morning of 01mar2024. A specific cause for the low flow alarms could not be conclusively determined through this evaluation. The system appeared to be operating as intended at the stored patient speed, and there were no other notable alarms active in the log files. It was reported that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The patient¿s death was not considered to be device related, and the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was found deceased at 02:30 on (B)(6) 2024. The patient was also found to have low flow alarms. Log file captured low flow events on (B)(6) 2024. At 4:11 am the pump flow dropped to 0 lpm. The death was not considered to be device related. The device operated as expected. No device will be returning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.